Event description:
Setting up for surgical procedure. Patient not in the operating room yet. Neurosurgery resident was trying to program the certas programmable valve and was unable to get it to program. He grabbed a second programmer to try, but was still unable to get it to program. He grabbed a new valve and was able to get it to program properly. First valve believed to be defective.